Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d6b h6 the following sections were corrected: b1 b2 g2 h6 the reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.".

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2014. An (B)(6) 2022 MRI revealed ¿polymeric-induced synovitis with minimal osteolysis¿ and a ¿ruptured popliteal cyst and partial tear of the popliteus.¿ due to the patient's continued pain and swelling, debris synovitis, and painful scar tissue, the patient underwent an arthroscopic surgery of her right knee on (B)(6), 2023, approximately 8 years and 8 months after the initial procedure. The surgeon noted: ¿[p]atient had debris synovitis and scar tissue. Removal of scar tissue and debridement, and removal of the polymeric debris were performed. This was done in the suprapatellar pouch, peripatellar area, and medial and lateral gutters.¿